Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation in a clean and unused condition. The jaw of the device opens/closes, the lock engages/releases, and the blade advances/retracts as designed. The blue coag button has a ¿hair trigger¿ and required only the slightest touch to activate the device. The device stayed activated after the blue button was released. The blue button was removed and revealed a collapsed left dome switch.

Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during an unspecified procedure, the device began to activate on its own. A different device was used to complete the procedure. No patient injury reported.